Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: fracture, perforation, tilt, embedment, and caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported filter embedment could not be confirmed and could not be further clarified at this time. As early as twelve days after implantation, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Vena cava thrombus does not represent a device malfunction and could not be confirmed without films for review. The brief also reported perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: fracture, perforation, tilt, embedment, and caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: fracture, perforation, tilt, embedment, and caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: patient has a history of avm's and was unable to be anticoagulated. The filter was implanted after hospitalization with right lower extremity swelling for two weeks. Patient was found to have a right tibial vein thrombus with leg swelling. The preoperative diagnosis was for right lower extremity deep vein thrombosis. The filter was successfully deployed with no thrombus identified in the ivc. Approximately 8 years 3 months post implantation patient underwent a successful removal attempt. The filter was removed in its entirety with no retained fragments or active extravasation identified after removal. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 6 year 11 months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, filter embedded in wall of the ivc, and perforation of filter strut(s) outside the ivc. The patient also reports suffering from emotional distress, mental anguish, anxiety and stress. Approximately 8 years 3 months post implantation patient had a successful removal of the filter along with fractured struts that were removed percutaneously.

Manufacturer narrative:
Additional information was provided and is available in: section d11 (concomitant medical products and therapy dates): unknown j wire, cordis sheath, cordis dialator. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had a history of arteriovenous malformations and was unable to be anticoagulated. The patient was admitted with right lower extremity swelling over the previous two weeks. Diagnostic testing revealed a right tibial deep vein thrombosis. The trapease vena cava filter was successfully placed via the right common femoral vein and deployed within the inferior vena cava (ivc). No evidence of thrombus was seen in the ivc and the patient tolerated the procedure well. Approximately six years and eleven months after the implantation, the patient became aware that the filter had tilted and fractured. In addition, the filter was embedded in the wall of the ivc, filter strut(s) had perforated outside of the ivc and there were blood clots, clotting and/or occlusion of the ivc. Approximately eight years and three months after the implantation, the patient was able to tolerate anticoagulation therapy and the filter was deemed to be no longer necessary. Venogram revealed a small amount of clot within the filter and it was noted to have tilted with several struts located outside the lumen of the ivc with a broken medial strut. Eccentric, chronic, non-occlusive thrombus was noted within the ivc and bilateral iliac veins. The filter was successfully removed in its¿ entirety using a double loop snare technique with no retained fragments or active extravasation identified after removal. The chronic, non-occlusive thrombus in the ivc was then treated with balloon angioplasty. In addition, the patient reported that they suffered from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, perforation and filter embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt and fracture are unknown. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The trapease vena cava filter is designed for permanent implantation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis/occlusion within the ivc or the device do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code).